Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years and three months post implant of this bioprosthetic valve, a non-medtronic transcatheter valve was implanted valve-in-valve in the mitral position. The reason for replacement is unknown. No additional adverse patient effects were reported. Twelve days post implant of the transcatheter valve, both the bioprosthetic and non-medtronic transcatheter valves were removed and replaced with a medtronic bioprosthetic valve.